Event description:
The service report shows that while performing incoming inspection on the unit, the nellcor puritan-bennett customer support engineer found low volumes. He replaced the cup seal and leaf valves. The unit passed extended self testing after the maintenance and repair. It is not verified that the unit may have had low volumes, and no malfunction may have occurred. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.